Event description:
It was reported that during periodic inspection performed by getinge fst, the cs300 intra-aortic balloon pump (iabp) unit had solenoid valve deterioration. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had solenoid valve deterioration.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had deterioration of the solenoid valve on the vacuum side. The manifold drive was replaced and unit passed all functional and safety tests and was given back to customer.